Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had an x-ray performed and it was determined ¿it¿ was not in the same place. It was reported the patient¿s therapy had not worked for a year. It was noted the patient¿s therapy never helped the bladder.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v452164, implanted: (B)(6) 2010, product type: lead. (B)(4).